Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler function display test failed. While powering on the cycler, the screen was dim. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A simulated treatment pre-ast 15-minute 1000 ml test passed was performed and failed during the setup phase, the cycler encountered insert cassette screen step repeating after a cassette was already inserted. Further investigation revealed when the door is closed and pressurized the cycler would read the cassette is missing due to a faulty cassette switch. Adjusted cassette switch to continue testing. A simulated treatment pre-ast 15-minute 1000 ml test passed was performed and completed without any failures or problems. Clamp the patient line during a drain phase and verify that an alarm or warning occurs. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 1. The glucose test failed. The mushroom head check passed. An internal visual inspection of the returned cycler revealed dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.

Event description:
It was reported that the patient¿s liberty select cycler was not draining (no alarm) during drain 1. The patient stated this has occurred for the past month. The patient requested the cycler be replaced due to the problems occurring. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.